Event description:
It was reported that suture placement was attempted using four proglide devices in the right common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was a 6f with mild calcification at the access site. The vessel was moderately calcified. Reportedly, when the plunger was retracted no suture was present. This occurred when pre-placing the sutures of two proglide devices. The two proglide devices were removed and two additional proglide devices were used with the same results. Two proglide devices from a different lot were used and the sutures were successfully pre-placed using the preclose technique. The sheath was upsized to an 18f and the tavi procedure was completed. Hemostasis was achieved using the two proglide pre-placed sutures of the additional proglide devices. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Because all related components were not returned with the device, the scope of this investigation was very limited and the reported suture retrieval issue could not be confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. It was reported that calcification was noted in the right common femoral artery. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The three other proglide devices referenced are being filed under separate medwatch MFR numbers.